Event description:
The customer reported a vent inop occurrence during operation. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. Review of the ventilator diagnostic log noted a 35volt failure occurrence. The service technician replaced the power management pcb board to complete the repair. Performance verification testing was completed and passed to operating specifications. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient.